Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter (onetouch verio2) read inaccurately high compared to another device (onetouch ultra). The reporter claimed obtaining blood glucose readings of 285 and 385mg/dl with the subject meter and 165 and 285 mg/dl on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.